Event description:
The absorber of the anesthesia machine caught on fire. The machine was not in use at the time, however the oxygen and sevoflurane had been left on. It was unk how long the anesthesia machine was left on. Hosp staff member was injured extinguishing the fire. There were two baralyme canisters in the anesthesia machine.